Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: griesser, mj., et al (2015), bicondylar tibial plateau fracture after posterior cruciate ligament reconstruction, orthopedics, vol.38(3), pages e240-e243 (USA). The study emphasizes on a (B)(6)-year-old baseball player who ran into a catcher and sustained a mild knee pain, swelling and a subjective feeling of instability. Magnetic resonance imaging (MRI) scan showed an isolated tear of the posterior cruciate ligament (pcl). The patient underwent a pcl reconstruction and recovered uneventfully. Almost 4 years postoperatively, the patient reinjured the left knee while landing during a recreational noncontact football. The case report describes the following procedure: an arthroscopic transtibial pcl reconstruction with quadrupled semitendinosus and gracilis autograft. The device involved was: an intrafix screw was used in graft fixation. Complication mentioned in the article: the patient sustained a bicondylar tibial plateau fracture (based on plain radiographs, MRI scan, and CT scan) after reinjuring the left knee while landing during a recreational noncontact football.